Event description:
It was reported that the patient complained of discomfort at the pocket area. On (B)(6) 2010 dislodgement of the right atrial lead was observed. On (B)(6) 2010, the patient was admitted due to continued discomfort and the atrial lead exhibited elevated thresholds. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.